Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt remains hospitalized since the vad was implanted due to right heart failure and hemolysis. The pt was given a milrinone drip and the hemolysis was treated with intravenous fluids. It was recently reported that the pt was discharged five days later and is doing well at home, but still has low-grade hemolysis.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.